Manufacturer narrative:
A product investigation was conducted. Visual inspection: the cranial-scr plusdrive ø1.6 self-drill l4 (p/n: 400.834s, lot #: 4l16577) was returned and received. Upon visual inspection, the threads were noticed to be damaged/stripped and the cross-slot feature was found to be visibly damaged amongst returned screws. The cross-slot feature may impact functionality with the mating screwdriver but does not directly affect material strength. Due to the severe cross slot damage, it appears there was an issue with the insertion of the screws. No other issues were identified with the returned device. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed and no issues related to design and manufacturing were observed. 1.6 mm cranial slf-drlg screw cruciform, low profile. Investigation conclusion: the broken complaint condition was not confirmed for the cranial-scr plusdrive ø1.6 self-drill l4 (p/n: 400.834s, lot #: 4l16577) however the threads were noticed to be damaged/stripped. The cross slots on the screw were also damaged. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. The investigation found no evidence of a manufacturing defect or raw material issue. A root cause could not be determined during an investigation; however, it is possible the damage could be attributed to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. A device history record (DHR) review was conducted: part: 400.834s, lot: 4l16577, manufacturing site: (B)(4), release to warehouse date: 09.april 2019, expiry date: 01.april 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during the closed cranial surgery, when surgeon inserted the screw, the screw broke. Another new screws were used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided. This complaint involves different surgeons and different patients, as the hospital could not distinguish the specific information about surgeon, patient and specific event date, this event is reported as one complaint. Concomitant devices reported: unknown screwdriver (part# unknown, lot# unknown, quantity# 1). This report is for one (1) ti low profile neuro screw self-drilling 4mm . This is report 2 of 5 for (B)(4).